Manufacturer narrative:
The investigation determined that a (B)(6) vitros anti-hbc result was obtained from a non-vitros biorad (B)(6)v control fluid processed on a vitros 5600 integrated system ((B)(4)). A definitive assignable cause could not be identified, however, an instrument related issue cannot be ruled out. Acceptable performance of vitros anti-hbc lot 7500 was obtained on an alternate vitros 5600 system at the site. Service actions were performed on (B)(4) in order to return the system to the intended performance in combination with vitros anti-hbc assay; however this cannot be confirmed as the customer is no longer performing routine vitros anti-hbc testing on the j560002325. The root cause of the event was not confirmed.

Event description:
A customer observed a (B)(6) results on a single non-vitros biorad (B)(6) quality control sample tested on a vitros 5600 integrated system, when compared to the expected (B)(6) result of (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. (B)(6). The vitros anti- hbc (B)(6) result was generated from a quality control fluid. No patient samples were affected and there were no allegation of patient harm as a result of this event. However, the investigation could not rule out that patient samples would not be affected if the event were to occur undetected. (B)(4).